Event description:
It was reported that the ventilator failed to switch ventilation mode prvc to another setting and there were loss of volumes at the time of switching. There was no patient harm. (B)(4).

Manufacturer narrative:
Our complaint investigation is finalized. The complaint investigation is based on received information from our field service engineer (fse) that visited the hospital and the evaluation of the device received logs. No parts were exchanged in the ventilator system. The device log evaluation shows that several high priority alarms were generated, to notify the user of the detected leakage or increased pressure in the ventilator breathing system. There were no technical alarms in the log to indicate a malfunction of the device. The device was successfully tested on the event date. The device logs also indicate that the actual event date was the (B)(6). A simulated use test shows that the cause of the event was due to that the expiratory cassette was initially not locked as expected. The expiratory cassette must be locked as indicated in the user manual. Our conclusion is that the user contributed to the described situation by not following the manufacturer's instructions.

Event description:
(B)(4).